Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps were having a significant increase in upstream occlusion alarms. This occurred during treatment in the intensive care unit with critical patients on vasopressors and inotropes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The following additional information was provided by the customer. After completion of a software update, there was an increase in the number of upstream occlusion alarms. There were no indicated or confirmed occlusions. Pumps were changed out several times per shift to continue therapy. The tubing was not kinked, the medication bag was hung at the appropriate height, and the inside sensors were clean. This repeated occurrence caused delays in medication administration, alarm fatigue, and "repeated unnecessary interruptions from patient care". The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.